Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert the patient out of ventricular fibrillation (vf) during defibrillation threshold testing (dft), despite multiple repositioning's. The shock impedance measurements during dfts were high (ranging from 121 to 146 ohms), however no values were observed to be out of range. The system was left implanted in the patient despite being unable to convert vf. Additional information provided from the field indicated that at a three-week follow-up, the patient had received an inappropriate shock with a shock impedance value of one ohm. A charge time (CT) alert had also been exhibited and the s-ICD system showed no sensing in any vector. X-rays taken had shown the patient had twiddled their s-ICD system thus causing the reported clinical observations. The tachycardia therapy of the s-ICD has been programmed off and the system remains in situ. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.